Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced during a normal device change out procedure due to high output and high phrenic stimulation. The patient was stable during and after the procedure.